Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that during a trial procedure the patient had a dura puncture and was experiencing headache. The patient had a blood patch.